Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10, g2 -distributor should be removed from the initial medwatch. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the power supply turning off was likely due to a faulty printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the monitor powered off. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.